Event description:
Facility staff reported that the wheels swivel while in brake. No injury alleged.

Manufacturer narrative:
Facility alleged that the wheels swivel while in brake. Requested the staff to replace the casters to resolve this issue. Facility reported they will not put money in this 10 year old stretcher. The customer wishes not to repair this unit at this time. Stretcher in hospital.